Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the jaws of the 8mm vessel sealer extend (vse) instrument were not opening. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was never used on the patient. The jaws would not open when the instrument came out of the sterile packaging. It was thrown off and a replacement was opened and used for the case.